Event description:
Patient was undergoing intracoronary intervention. A filterwire was inserted into the svg. It was difficult to cross but was successful. The filter wire would not deploy. The wire was removed.